Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that ar-9597-10 had damage on the edges around the device and abrasion marks on the base of the angled reamer. Functional testing was not performed due to the devices ar-9597-10 and ar-9676 have been received stuck. The most likely cause for the reported failure can be attributed to user error of the device due to interference with the mating instrument.

Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that an ar-9597-10 angled reamer sleeve started biding up and got stuck together along with an ar-9676 angled reamer, driver shaft, and an ar-9241-03 glenoid inserter/impactor had a piece of the blue plastic break during the case. All fragments were retrieved from the patient. The case was completed successfully by using the same products again by opening a new tray. This was discovered during an unspecified procedure, with no reported patient harm. Additional information received on 10/27/2023: this was discovered during a reverse shoulder procedure on (B)(6) 2023. There was a delay of a couple of minutes to open another tray with no additional anesthesia administered.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.